Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient had loss of stimulation. It was noted that the patient had multiple contacts out with high impedances. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Manufacturer narrative:
Additional information was received that the patient's leads had migrated and were tangled. The patient underwent a revision procedure wherein the leads, splitters and ipg were replaced per physician's preference. It was also reported that the patient¿s ipg had twiddled the current one which the physician suspected that caused the lead tangling. Device malfunction was suspected. The patient was doing well post-operatively. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation. It was noted that the patient had multiple contacts out with high impedances. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.